Manufacturer narrative:
Pending device return for analysis and review of device history record. Representative stated that the patient takes care of their disabled mother which requires a lot of lifting and moving. They are unsure if this has affected pump therapy. Patient cannot indicate if the issues that they are having are position-related. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a pump replacement due to an underinfusion volume discrepancy and unrelieved pain. The expected volume was 6ml and the actual aspirated volume was 18ml. Representative stated that a cap study was performed in which the catheter was found to be patent. Representative also stated that the physician programmed a demand bolus and listened for valve actuations. They reported that they could be heard, but the patient did not get any relief. This was reported to have occurred while the patient was in the seated position.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of swi. A demand bolus of 0.300mg with a 1.00mg/ml concentration over 16 minutes was programmed with a programmer. The pump was unable to prime at ambient temperature and at 37 degrees celsius. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37 degrees celsius for 1 day. The dispensed volume was 0.663ml (11%) of the expected volume. This does not meet the design specifications. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).